Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device, that leakage occurred around the bottom of the top portion of the cap as soon as it was connected to the IV. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use of the bd q-syte luer access split-septum stand-alone device, that leakage occurred around the bottom of the top portion of the cap as soon as it was connected to the IV. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Although the review of the dhrs review are required for MDR¿s (B)(4), a review could not be performed as the lot number was not provided. Observations and testing could not be performed because units were not received for investigation of this incident. The defect failure to decouple; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.